Event description:
The patient with hereditary hemachromatosis who required phlebotomy frequently and has poor distal access. A med-I-port had been placed in the past in the left subclavian region. This past spring, pt noticed burning upon utilization. It was studies and found to have a crack in the catheter, by dr. On admission of the pt for surgery, pt's x-ray was available and revealed, in fact, that the catheter had fractured at the level of the clavicle and was totally separated. During the removal and replacement of old med-I-port, it was noted the distal portion of the catheter could not be removed. The pt had to undergo cardiac catheterization in 05/2005 to successfully snare and remove the broken end of the catheter.